Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The blood glucose level was 500 mg/dl at the time of incident. Customer treated with insulin pump. Customer stated that there was no air bubble and leak. Customer alleging the insulin pump for under delivering because customer delivered several bolus on multiple infusion sets and none of that seem to have lowered the blood glucose value. Drive support cap was normal. Customer reports insulin did not exit at the quick release. Customer stated that during rewind customer mentioned that she pushed the act button the numbers started to ramp up and there was no insulin visible at the end of the tubing. The device will not return for the analysis.